Event description:
After 29 year of wearing hydrogel contact lenses, my doctor recommended that I switch to silicone lenses because they allowed more oxygen flow to the eyes. For about a month, it was fine, but one night in (B)(6), I had what I can only describe as an "attack" where my left eye was unbelievably dry, and I was in intense pain and it felt as though the contact lens was adhered to my eye. After a few minutes, I was able to get the contact lens out of my eye, but I continued to feel that part of the lens was stuck. After flushing my eye for almost an hour, a thin membrane came out. I rested my eyes for a day or two by wearing my glasses, and then inserted a brand new contact lens. Within the two weeks, I experienced a similar incident. This time in my right eye. I rubbed and flushed my eye so much that it became extremely irritated, and I sought medical attention the next day. The optometrist prescribed steroid drops, which slowly helped my eyes to heal. Since (B)(6), I have been able to wear contact lenses only occasionally, and my vision has often been slightly blurry. Calls to the optometrist assured me that the kind of irritation I suffered could take time to heal. Over the weekend, I suffered another attack while on vacation, and the optometrist I saw on monday immediately diagnosed that I have an extreme sensitivity to silicone lenses. He said he has seen this condition before, but admitted that there is little warning given to pts about the risks and symptoms. He switched me back to hydrogel lenses, and my eyes immediately felt better than they have in months. Please investigate the dangers of silicone lenses - they seem to be prescribed often, and few pts are aware that they carry risks and side effects. Dates of use: (B)(6) 2011 - (B)(6) 2012. Reason for use: nearsightedness/astigmatism.